Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
It was reported that the patient's generator has migrated towards the patient's axilla and is making the patient uncomfortable. The patient was referred for pocket revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.